Event description:
It was reported that during an unknown procedure, it was observed that the device fired once and then stopped working. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 1/29/2026. D4: batch #684d77. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the jaws and closure trigger noted in the close position and the knife slightly advanced. The knife reverse switch was activated and the knife returned to the home position as expected. Upon visual inspection, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The knife reverse switch was activated and the knife returned to the home position as expected. It is possible that handling by the customer could dislodge the pan, and dislodgement as a result of the removal of the reload from the device is the most likely scenario. It is also possible that the knife advanced into the anvil was due to improper handling resulting in the device not being able to open. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, a98j2x, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch number 684d77, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.